Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. On (B)(6) 2010, the patient was given a loading dose of vancomycin 2gm ip and amikacin 500 mg ip; and began treatment with fortum 1gm ip once daily. On (B)(6) 2010, the patient began treatment with amikacin 250 mg ip once daily. On (B)(6) 2010, the patient began treatment with meropenem 1gm ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the event outcome of peritonitis was unknown. Pd therapy continued.